Manufacturer narrative:
The lead was explanted on (B)(6) 2020. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis showed that the insulation was found abraded through (5cm and 8cm distal to the is-1 connector pin), which is assumed to be the root cause of the reported oversensing. Based on the characteristics, as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of interaction with the generator housing. Further inspection revealed that the insulation was found damaged due to wear (41cm distal to the is-1 connector pin), which most likely occurred due to constant friction against another implantable device such as a nearby lead. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead was explanted on (B)(6) 2020. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that there was noise on the ra and rv egms but not on shock with pocket manipulation and pushing hands towards the rep. Physician discussed possible ra and rv leads issues with the patient (crush, pinch, insulation issue, lead on lead, etc). Rep said that on x-ray, the area where leads came out from the header appeared thin.